Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was not properly alarming them about a power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 10/13/2015 with the following findings: there were drastic voltage fluctuations observed in the pump's black box history on (B)(6) 2015 at 14:36 with a replace battery alarm. The pump's black box showed no evidence of low battery alarms preceding the replace battery alarm. The battery compartment was found to be cracked below the bumper pad. No evidence of moisture was observed in the battery compartment. The pump's current draws were within specifications. Using an external power supply, low battery and replace battery alarm warnings were replicated during investigation. The pump emitted the appropriate low battery and replace battery warnings at the correct voltage thresholds and both alarms were recorded accurately in the alarm history.